Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The patient reported that she had been implanted with a right side exeter stem and ceramic head on (B)(6) 2010. The head shattered on (B)(6) 2017 and was revised on (B)(6) 2017. The exeter stem was left in situ. Following the revision the hip dislocated twice. This per refers to the first dislocation on (B)(6) 2017, which was manipulated back into position.